Event description:
It was reported that a minimum fill notification occurred while customer attempted to load new cartridge, and caller believed earlier cartridge did not have enough insulin to use. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, cleaned pump connection area with alcohol wipe or lint-free cloth as instructed, and successfully resolved issue by loading second cartridge and resuming insulin delivery, with no additional concerns reported.